Event description:
It was reported that the customer was hospitalized due to blood glucose levels being ¿out of control¿. It was not reported if a high or low bg occurred. Additional details of hospitalization were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.